Manufacturer narrative:
A steris service technician arrived onsite to inspect the reliance vision single chamber washer and found it to be operating according to specification. The unit was returned to service. Based on the description of the reported event and the technician's inspection, the instruments were wet coming out of the washer because the instruments were not loaded correctly in the rack. User facility personnel should have immediately cleaned up the water. The reliance vision single chamber washer operator manual states (1-2), "warning - slipping hazard: to prevent slips, keep floors dry. Promptly clean up any spills or drippage." The technician counseled user facility personnel on how to properly load instruments into racks and to promptly clean up any spills or drippage. No additional issues have been reported.

Event description:
The user facility reported that an employee removed instruments from their reliance vision single chamber washer following a successfully completed cycle and found the instruments were still wet; the employee then carried the wet instruments to their workstation. A few moments later, another employee walking by slipped and fell on the water that had dripped from the instruments. Medical treatment was sought. The user facility did not disclose details of the injury or medical treatment administered